Event description:
During a tomography, the doctor verified no contrast in the pt coronary. Then he verified the contrast was flown out in the skin (subcutaneous). When the catheter was removed, a piece of the catheter stayed in the pt vein.

Manufacturer narrative:
Upon completion of the investigation, a supplemental report will be submitted. (B) (4). (B) (4).